Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The representative reported that the navigation system would not start up and that the computer for the navigation system was replaced to resolved the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The computer for the navigation system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Event description:
A medtronic representative reported that, while in a procedure, half of the display for the navigation system was lost. It was noted that the mouse was unresponsive to user commands and "jumped" around the monitor display. It was reported that the navigation system was restarted and that the cursor could not enter the upper left hand corner of the display prior to the navigation system becoming unresponsive. The navigation system was restarted and functionality was restored. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.